Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed a high, out of range shock impedance measurement. The patient was seen in clinic for follow up where the shock impedance was 94 ohms. Boston scientific technical services discussed with the local field representative (fr) that at implant the shocking impedances were around 50-60 ohms. The impedance then began increasing to a range between 90 and 110 ohms. The fr indicated that all of other lead diagnostics from the patient's follow up visit were within range. The patient will continue to be monitored. The lead and device remain in service. There were no adverse patient effects reported.